Event description:
Received information stating that due to a ventilator malfunction patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction in the memory but the cse was not able to duplicate the problem. The unit passed extended self testing.